Event description:
This customer reported the device failed to discharge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): this customer reported the device failed to discharge. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.